Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 300mg/dl, with extreme drowsiness, moderate ketones, and vomiting, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and was treated in the emergency room with intravenous fluids, and food and/or drink. During troubleshooting with customer technical support, it was revealed the patient had dropped the pump five minutes prior to the loss of prime issue. A sudden change in temperature occurred when the patient experienced loss of prime alarms while on the phone with customer technical support. This loss of prime issue had occurred two or more times with the same cartridge. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.